Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after entering the abdominal cavity, the loading unit collapsed while firing. The surgeon opened another loading unit to finish the procedure. The stapler cut the tissue and re-stapled and over sewed staple line. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.